Event description:
The pt never experienced therapeutic effect. The trial worked well for covering her right leg pain, but despite multiple reprogrammings with the permanent neurostimulator (ins) it has not covered the pain. Her lead has moved and needs to be revised. She experienced pain at the ins site, but it has decreased since the staples were removed on (B)(6) 2010. Additional information has been requested.

Manufacturer narrative:
(B)(4).